Manufacturer narrative:
(B)(4). Concomitant medical products: 00599600312 - lps all poly tib - 64253704. 42540000035 - all poly patella - 64087383. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Low o2/oxygen levels in the blood stream is a known post-operative complication due to administration of anesthesia during the procedure. If the complication occurs, this should resolve within 24-48 hours¿ postoperative. Low o2/oxygen levels can also be impacted by the administration of narcotics during the post recovery phase. Narcotic side effects decrease patient¿s alertness and breathing rate, causing the patient to have shallow breathing impacting the amount of oxygen being supplied to the body. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2020-01106. 0002648920-2020-00206.

Event description:
It was reported that the patient underwent an initial total left knee arthroplasty. During the initial hospital stay, it was reported the patient experienced low oxygen saturation leading to prolonged hospitalization for treatment. The patient was sent home on oxygen therapy.